Event description:
Additional information received indicated the high impedance observed on the right ventricular lead was high pacing impedance and the patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be inserted into an introducer. Once positioned, r-wave amplitude variation and high impedance was observed on the rv lead. The physician decided to use a different stylet, but it was difficult to insert the stylet into the lead. The rv lead was explanted and replaced to resolve the event.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. The lead was able to be inserted through the proximal end of the 7-french introducer all the way through. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray revealed that the inner coil inside the connector region was over-torqued, which is consistent with procedural damage. The cause of the stylet not being able to be inserted in the connector was isolated to be due to the over-torqued inner coil at the connector region.